Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronic assembly. Unable to verify alarm and button keypad anomaly due to blank display. Pump received with minor scratched display window, scratched case, cracked case at display window corners, cracked reservoir tube lip.(B)(4)

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 157 mg/dl at the time of the call. The customer stated that the buttons do not respond. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.